Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited high current drain resulting in premature battery depletion, due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator was in back-up vvi mode. It was not possible to reprogram the device and it was replaced. The patient's condition was - ok - before and after the event.